Event description:
The customer received questionable results for multiple assays from the cobas 6000 c (501) module. Of the data provided, only the ise indirect gen.2 sodium results for one patient sample was discrepant. The initial result was 168 mmol/l and the repeat results were 139 mmol/l and 138 mmol/l. The repeat result on another analyzer was 138 mmol/l. No erroneous result was reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The customer recalibrated, but it failed. The customer then changed the internal standard and diluent solutions and tried to calibrate but it failed again. The customer replaced the ise electrodes and performed ise maintenance. The customer ran ise calibration and qc successfully with no issue. The field service representative found a vacuum line on the rinse mechanism was split. He replaced the line and cleaned the vacuum vessels. He ran mechanism checks, calibration, qc, and precision testing which was acceptable. The investigation determined the issue found by the field service representative was the cause of the event.